Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. The device catalog number is unknown; therefore, UDI is unavailable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article reviewed. Puijk r, rassir r, sierevelt in, vergroesen da, de jong t, nolte pa. Eighteen-year outcome of an uncemented "meniscal bearing", cruciate-retaining total knee system. J arthroplasty. 30 mar 2022. Pmid: 35367336. The article's purpose was to evaluate the survival, radiographic, and functional outcomes of the uncemented ¿meniscal bearing¿ cruciate-retaining low contact stress (lcs) (depuy synthes, warsaw, in, USA) total knee system after a long-term follow-up period. Patient data: 56 patients (67 knees) were included in the analysis with a median follow-up of 17.6 (range 1.6-20.2) years. The group consisted of 11 bilateral cases, is predominantly female, with a mean age at surgery of 64 (range 47-82). All patients underwent tka for severe symptoms of osteoarthritis after failed conservative treatment. Depuy products: uncemented ¿meniscal bearing¿ cruciate-retaining low contact stress (lcs) knee. Cement manufacturer not provided. Adverse events: (5) tibial aseptic loosening - revision, (3) pain ¿ insert revision, (2) polywear ¿ insert revision, (1) spin-out ¿ revision, (1) free bodies in the knee joint ¿ arthrotomy with insert revision, (14) radiolucent lines ¿ no treatment provided, (3) mobilization under anesthesia.